Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a femoral head replacement on (B)(6) 2013. During the surgery, a drain was placed under the fascia of the hip joint. On (B)(6) 2013, while attempting to remove the drain, the drain broke. On (B)(6) /2013, the patient underwent a re-operation to remove the drain. The patient is currently hospitalized but in stable condition. There are no plans for any additional treatment.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1227730 mfg date: 04/01/2012, exp date: 04/30/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.